Event description:
On 5/31/96 a surgeon was in the initial phase of performing a laparoscopic cholecystectomy. Some difficulty was encountered with inserting the trocar but the function of the instrument at the time was not in question. Unfortunately when the abdomen was entered it was found that there was a laceration of the vena cava. This was repaired quickly. Post operatively the pt developed a dvt of the lower extremity and a hematoma that resulted in a prolonged stay. Extensive peer review was done within 1 week of the incident and it was felt that the technique used by the md was well within the standard parameters. At that time a question was raised regarding the trocar used and if there could have been an equipment malfunction. The surgeon and the peer reviewers did not think so, however, at a general surgery meeting 7/18/96 (second review) the question again surfaced and the possibility of malfunction of the trocar was again raised. Rptr is quite confident that this was not user error as this md has performed at least 400 lap cholecystectomies in the past and peer review endorsed his technique. Facility has recently questioned other stapling products and has in fact requested info through the "freedom of info act."